Manufacturer narrative:
The explanted leads were discarded by the medical facility and will not be returned for evaluation.

Event description:
During a lead revision procedure, high impedances were observed. The surgeon decided to implant the patient with a new advanced bionics spinal cord stimulator.